Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of diminished pulse and thrombosis is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic angiogram of right lower extremity. Reportedly, a cuff miss [suture retrieval issue] was noticed. A second proglide device achieved hemostasis. The patient developed a cold foot. An ultrasound was taken, vessel flow was impeded. The patient was sent for surgery. The vessel was incised and a broken proglide foot was removed. Thrombus in the vessel was treated during surgery. Additional heparin was administered to treat the thrombosis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.